Event description:
Loss of capture in all vectors was noted for the lv lead. Therefore, this lead was disabled, but it does remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.